Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. (B)(4): product not returned.

Event description:
On (B)(6) 2013, the patient reported that on (B)(6) 2012, she had been in the hospital and was diagnosed with diabetic ketoacidosis. Her normal blood glucose range is 80-150 mg/dl. She was treated with and IV of insulin at the hospital. The patient was pregnant during the hospitalization. She stated that the incident did not have anything to do with the performance of her infusion device. She had preclampsia and toxemia which would not let her body absorb insulin. The patient had a cesarean section while in the hospital. The infusion device was not requested to be returned for product evaluation.